Event description:
Incident as reported. Laparoscopic cholecystectomy - "this is the complaint from the market (our staff from sales and marketing dept): the user found that a black labor piece attached to the liver during the procedure, and the broken piece was retrieved. When the user investigated the actual article, the septum was broken and the breakage was same shape as the black labor piece. The user demands to tell the causal relationship between the breakage and the black labor piece." Pt status: there was no pt injury, as the broken piece which fell off into body cavity was retrieved.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.